Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information provided and the investigation performed, the cause of the reported retroperitoneal bleed with subsequent percutaneous intervention could not be conclusively determined. In addition, the cause of the reported death and its relationship to the mynx device and/or mynx procedure could not be conclusively established. Based upon the angiographic images provided, the femoral artery puncture site during the index procedure meets the criteria of a high, (and likely supra-ligamental) stick. The mynx instructions for use states "do not use the mynx vascular closure device if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Perform a femoral angiogram to verify the location of the puncture site." A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci sales professional on (B) (6) 2010 that a (B) (6) female patient with a history of renal failure underwent a diagnostic multi-vessel angiographic study (B) (6) 2010. The angiographic study showed normal carotid and renal arteries. Additionally, the angiographic studies revealed a severely diseased abdominal aorta (subrenal segment showing moderate calcification, and mild stenotic/aneurysmatic segments). In the lower abdominal aorta, a dissection flap is visible (at least 3cm long, no extravasation), and 2 stents covering the aortic bifurcation and extending beyond the iliac bifurcation. The dissection flap is located appx. 1cm proximal to the tip of the stents. A final groin, pre-mynx femoral angiogram demonstrated a puncture above the center line of the femoral head immediately adjacent to the origin of the left inferior epigastric artery (iea), and well above the lowest point of the iea sweep indicating supra-ligamental puncture. The physician is a trained user of the mynx and used the device for femoral arterial closure following the procedure. Hemostasis was successfully achieved, and no acute mynx failure or malfunction was reported. It was reported that approximately 10 minutes post procedure, the patient was transferred to the floor where it was noted that she was hypotensive. The patient underwent a CT which demonstrated a mildly heterogenous hemorrhage in the anterior lower abdomen and pelvis which measured 8 x 21.3 x 9.3 cm with extension posteriorly in the pelvis and the right retroperitoneum. The patient was brought back to the cath lab due to expanding hematoma and dropping hematocrit. Left common femoral artery access was achieved; however, contralateral access to the right side was initially unsuccessful, but ultimately possible via a right groin stick distal to the origin of the bleed which was assessed to be from a single area located in the right femoral artery/iea. An occlusion balloon was successful in tamponading inflow during repair of the iea with 2 covered stents. Technical success with the stent deployment was reported. However, due to the patient¿s prolonged hypotensive condition as well as her renal failure, the patient went into shock and subsequently expired (exact timeframe unknown).

Event description:
A final groin, pre-mynx right femoral angiogram demonstrated a puncture above the center line of the femoral head immediately adjacent to the origin of the right inferior epigastric artery (iea), and well above the lowest point of the iea sweep indicating supra-ligamental puncture.